Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump date was incorrectly set as (B)(6) 2018 instead of (B)(6) 2018. Review of the pump data logs verified that the time changes were made when the pump was being interacted with by the customer. However, the contact maintained belief that the time was not changed by the customer. There was no reported impact to the customer's blood glucose level. Multiple attempts were made by the clinical diabetes educator and health care provider to provide additional education/assistance; however, the contact did not respond.